Event description:
It was reported that a critical pump alarm occurred. The pump was explanted as a result of the alarm; however, the reason for the alarm was not specified. The physician refilled the pump and did not see any reason for the critical alarm. It was later reported that the pump had stopped and could not be restarted again. It was later reported that the pump was replaced. The reason for the replacement was the pump was in ¿security mode¿, presumably not working properly, reset then again in ¿security mode¿. The patient was noted to have been ¿in deprivation¿. The patient was currently ¿very well¿. The device system delivered morphine. It was later reported that by ¿security mode¿, the reporter meant safe rate.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across the insulator. A ¿reset occurred ¿ low battery¿ message was seen. Visual analysis noted that the pump bottom shield was expanded. Destructive analysis found a shorted motor wire feedthru which caused the reset. Analysis of the unknown catheter revealed the sc connector was damaged at explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.